Event description:
Reporter stated the menu button on the infusion device works intermittently. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint can be verified. The menu and check button do not respond. There are particles inside the housing of the menu and check button, and these particles isolate the area of contact inside the button housing.